Manufacturer narrative:
Medwatch sent to FDA on 4/5/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and "plugging the lymphatic drainage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of edema: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported injecting a patient with juvederm ultra xc in the lateral brow. Sometime after the injection, the patient "developed swelling in the left side cheek area and left side lip area." Subsequent to that, "the reaction is in the left brow." Healthcare professional thought the product in the left cheek was "plugging the lymphatic drainage." Patient was treated under the left eye with hyaluronidase which did not resolve the symptoms. Patient was also treated by a different healthcare provider with unknown treatment. Symptoms are "some days better and some days are worse."

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm ultra¿ xc in the lateral brow. Sometime after the injection, the patient "developed swelling in the left side cheek area and left side lip area." Subsequent to that, "the reaction is in the left brow." Healthcare professional tought the product in the left cheek was ¿plugging the lymphatic drainage.¿ patient was treated under the left eye with hyaluronidase which did not resolve the symptoms. Patient was also treated by a different healthcare provider with unknown treatment. Symptoms are ¿some days are better and some days are worse.¿